Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level at the time of incident was 590 mg/dl. Customer stated that they forgot to take off the blue needle hub so the set did not go in correctly. Customer was assisted with troubleshooting and they were able to successfully change out the infusion set. The insulin pump will not be returned for analysis.